Event description:
Blood clot in right groin [thrombosis], infection in right knee [arthritis infective]. Case description: spontaneous report received from a patient designee regarding a female patient with a history of osteoarthritis, who experienced an infection in the right knee and a blood clot in the right groin after receiving synvisc. The patient received injections of synvisc into both knees on unspecified dates approximately two years ago. The reporter stated that the patient developed an infection in her right knee and a blood clot in her right groin after receiving synvisc in both knees. The patient was hospitalized for one month and given around-the-clock intravenous antibiotics (unspecified) for three weeks to treat the right knee infection. The reporter stated that it was unknown whether synvisc was the cause of the patient's right knee infection and right blood clot. At the time of the report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.